Event description:
Complainant alleged that while attempting to pace a pt (age and gender unk), the device was unable to capture the pt's heart rhythm. The clinicians were able to obtain another device to pace the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.